Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: this failure mode was investigated upon receiving the returned applier and needle. Upon receipt of the device, the needle was on the applier with the sliding implant. Visual observation reveals that the needle was not loaded correctly. There are key features resulting in misalignment of the needle. Both triggers were tested for functionality. The applier was unable to advance (red trigger) or deploy (gray trigger) the sliding implant as was noted in the complaint, thus confirming the failure mode. The gray trigger was not under tension from the internal spring as would be typical with the main pusher rod jammed under the sliding implant. The sliding implant was unable to be moved utilizing the gray or red triggers, thus again confirming the jamming condition. It was also noted the sliding implant had moved from its original position and was located on the ramp, which is typical of a movement due to interaction with surrounding structures around the area of repair. A batch record review has been conducted for this lot of pieces that were manufactured in 2012 and the results indicate that this batch of product was processed without incident related to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed two dis-similar complaints for this lot. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: [mr#1221934-2018-53675]. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales rep reported that the customers omnispan meniscal applier and the omnispan repair system were having deployment issues where the device was jammed and would not deploy. The surgeon used another like device to complete the procedure with a 3 minute delay and no patient consequences.